Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause was traced to the user and following led to the malfunction: the close control unit plug of the video cable section was damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified procedure, it was discovered that the the subject device was broken at the plug. The procedure was completed using the same device. There were no reports of patient harm.

Event description:
It was reported that during an unspecified procedure, it was discovered that the subject device was broken at the plug. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
H10: e2: health professional ¿ (blank) and e3: occupation ¿ no information provided. E1/establishment name: nö landesgesundheitsagentur p.a. Landesklinikum baden-mödling (documented here due to character limitation in respective field). The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.